Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic for a follow-up, high capture threshold and high defibrillation impedance were observed. Dislodgement was found via x-ray. The lead was explanted and replaced. The patient had no adverse consequences.

Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.